Manufacturer narrative:
Other text: the pump was investigated in the field and repaired at the customer facility by a field service technician. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the battery compartment found the factory seal missing. The battery charge level was identified at 98 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found the j9 connector in good condition, the glue was installed per procedure. The j9 connector was disconnected, and the device was reassembled. The mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and functioned properly. Root cause could not be determined as the complaint was unable to be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: correction b5 and h6.

Event description:
Corrected information was received. The pump was found to have experienced primary audible alarm background test.

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.